Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump act button was hard to press and unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
Legal statement was entered in this section accidentally.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.